Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed a shock impedance measurement of less than 20 ohms. A patient initiated interrogation was performed via the patient's remote home monitoring system. This interrogation returned an in range shock impedance measurement. The system will continue to be monitored. There were no adverse patient effects reported.